Event description:
The reporter stated there was a "ding" on a cc4204bf collamer single piece lens and it was unk if there was any pt contact. Add'l info has been requested from the facility, but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Method: lens work order search. Results: visual inspection of the returned product found the lens optic torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.